Event description:
It was reported to boston scientific corporation in 2008 that an injection gold probe was used during an esophagogastroduodenoscopy procedure performed five days prior. According to the complainant, there was no output (heat or energy) from the probe during the procedure. Reportedly, the power generator settings and connections were checked, but the device still did not function. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.